Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during a routine check it was found that the cardiosave intra-aortic balloon pump (iabp) cart is rattling due to improper rivet driving inside the cart and inside the rivet box. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failure of the side plate was not fixed properly to the bottom plate by the rivet, and the bottom plate has detached from the bottom of the cart. A getinge field service engineer (fse) stated confirmation was carried out due to distortion of cart during in-hospital adjustment¿ because one part of the cart chassis was distorted, the chassis part was replaced. Operation test conducted after parts replacement and released to use. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: cart, hospital, rohs, panel ac line. These parts were received with a reported unit failure of the side plate was not fixed properly to the bottom plate by the rivet, and the bottom plate has detached from the bottom of the cart. There was no screw in the hole and some screws were loose and protruded from the bottom of the cart. The fat performed a visual inspection of the cart and observed that the rivet was missing from the bottom plate, and the area of the rivet appeared damaged. The ac line panel, which the customer referred to as the bottom panel was detached from the cart. The fat did observe that there was a screw missing from the bottom of the cart. The fat did not observe any other loose screws that the customer reported. In summary, the fat observed what the customer had reported, regarding the side plate, which was not fixed properly to the bottom plate because of the missing rivet. Also the ac panel was not attached to the cart. The fat also observed the missing screw on the bottom of the unit. Retained the cart and ac panel in the fat per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cart is rattling due to improper rivet driving inside the cart and inside the rivet box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.